Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had sodium chloride on the primary line backing up into a vial of vancomycin 1g connected to the secondary line during piggyback infusion. The caller does not have much detail such as bag height, if the primary container was lowered or if secondary vial was hung higher (i.e. Setup issue). Account is using a sigma spectrum pump with unidentified baxter tubing and programming information. However I did confirm that the secondary set was duovent because the caller states that the vent was closed on the set. It was also reported there was no patient injury.